Event description:
On 19 august 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. During the procedure, it was noted that two devices failed to successfully deliver an implant. On 19 august 2022, investigation of one returned device found that approximately 1.0 mm of the needle tip was damaged and missing. On 25 august 2022 we received additional information that the physician did not recall seeing any fragments of the needle during inspection post procedure and stated that he did not plan on taking any additional steps.